Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. On (B)(6) 2025, the residual longevity was 1 year 7 months (min 13 months). The rrt reached end of may, one month earlier compared to the min time to rrt displayed on (B)(6) 2025. This small variation is most probably due to a change in atrial and ventricular pacing percentages. In the data provided, 5 follow-ups, these percentages changed from one fu to the next one. No sudden battery depletion suspected. When the device is investigated, follow-up information will be provided.

Event description:
Reportedly, the remaining longevity on the last pm fu was much lower than expected and displayed much shorter than on the previous pm fu. They monitored the longevity over the course of time.